Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol the bard/davol ventrio st (device #3). Additional emdrs were submitted to represent the bard/davol mesh - ventralex (device #1) and the bard/davol ventralex st (device #2). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralex hernia patch, ventralex st patch, ventralight st, ventrio st and bard phasix mesh on or about (B)(6) 2013, on or about (B)(6) 2016. As reported, the patient is making a claim for an adverse patient outcome against ventralex hernia patch, ventralex st patch and ventrio st. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.